Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -9.50 diopter lens tore during loading. The lens had no patient contact. If additional information is received a supplemental medwatch report will be submitted.